Manufacturer narrative:
Customer reports loss of communication between pump and transmitter. Unit was able to charge properly. Unit failed to communicate and sync during rf association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter. Customer received cannot find sensor signal alarm. No harm requiring medical intervention was reported. The device was returned for the analysis.